Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was over 500 with a high ketone level (diabetic ketoacidosis). Subsequently, the customer was hospitalized. Bg was treated with intravenous insulin as well as dextrose. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.